Event description:
A testing issue was reported with the adc device. The customer reported the test did not start after the blood sample was applied and he was unable to obtain readings. Customer was unable to self-treat and required unspecified healthcare professional treatment at the hospital. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the optium xceed meter was reviewed and the dhrs showed the optium xceed meter passed all tests prior to release. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.